Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2 was failed to open, unable to recover and required maintenance. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2 was failed to open, unable to recover and required maintenance. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 2 had failed to open and unable to recover. A field service engineer (fse) removed the back panel and noticed the far-left led was dark. Upon removing the drawer, a missing magnet was found in the inseparable, which was then replaced. The customer successfully recovered the drawer. A test was run using the hardware test application on the auxiliary full-height drawer, which passed. Proactive maintenance was performed by testing all drawers and slides, checking connections in the electronics drawer, and removing dust under the top cover. The system functioned as intended after the field service engineer repaired the device.